Manufacturer narrative:
The insulin pump was received with lcd bleeding due to crack on lcd glass. No moisture damage found on the electronic assembly and motor. It also had a scratched display window.

Event description:
The customer reported via phone call that the insulin pump has physical damage. She explained that she dropped while getting undressed and the screen got damaged. She stated that the display has a big black spot and that there might be a crack because she could see moisture under the screen. Blood glucose value was 300 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.